Event description:
The container is primarily used for collection and transport of urine specimens, although other infectious material is also placed in these containers. The cap is difficult to place on the container, especially when holding a liquid. Pts are not able to seal the container after specimen collection. This allows potential compromise of the specimen resulting in specimen rejection) and poses an infection control hazard. This part number is not screw on a type lid, as specified for this national stock number, it has a snap-on lid.